Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was filled with 37.6 ml doxorubicin, 3 ml vincristine, 18.8 ml etopofos, and 151.8 ml sodium chloride for a total fill volume of 211.2 ml. The reporter stated that the device was expected to complete infusion in 96 hours. After 120 hours, there was reported to be approximately 62 ml of solution remaining in the device. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.